Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025, the patient experienced stoma site granuloma and has an odorless discharge from the stoma site. The patient was seen by a gastroenterologist who prescribed 500mg of antibiotic zinadol (1x2) for a duration of five days. During a nurse visit to evaluate the stoma site, it was reported that the stoma site condition improved and the granuloma seemed to be in retreat, which was due to cauterization and antibiotic treatment by the gastroenterologist. Later, the patient experienced some blood from the granuloma area and was advised to continue therapy and wait for the granuloma to close before topical silver nitrate treatment. At the time of report, the stoma site had the same appearance.